Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Visual inspection of the returned sample confirmed the damage to the blood inlet port on the oxygenator. No other anomalies were noted anywhere else on the device. A retention sample was obtained from the same product code/lot # combination. The retention sample was visually inspected. No damages or any other anomalies were noted, specifically on the venous (blood) inlet port. It is likely that the port was damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 17, 2017. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4). Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during setup, when they took the cap off from the inlet of the oxygenator, the inlet connector was flattened on one side so the inlet is no longer circular. No patient involvement. Product was changed out. Procedure was completed successfully.